Manufacturer narrative:
Device received with software error bad pointe error loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests alarm due to software error bad pointe error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that the insulin pump had error occurred after a battery change. The customer was reported that they were able to clear the alarm. The insulin pump will be returned for analysis.